Manufacturer narrative:
The investigation has been performed. The alleged issue could not be verified as the cartridge was not returned; however, a different issue was identified.

Manufacturer narrative:
The investigation has been completed. The alleged issue could not be verified as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had 2 cartridges that were found to be leaking from the pneumatic tap port area. The cartridge was not overfilled. The cartridges were changed and the issue was resolved. Blood glucose ranged from not being impacted to 340 mg/dl.